Event description:
The user facility reported that a dissection of the left main coronary artery occurred during a staged pci of the left circumflex coronary artery. Follow-up communication confirmed: the guiding catheter was inserted via the right radial artery and advanced into the left main artery; reportedly, the catheter then ¿caused a left main coronary artery dissection¿; subsequently, the patient ¿went into vtac¿; the guiding catheter was then exchanged for an ¿ebu launcher¿ and two wires (lad and cx); the dissection of the left main artery was successfully addressed by placing a stent; the initial procedure was completed successfully after stabilization of the dissection; and the patient was reported to be stable following the procedure.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The involved device has not been returned for evaluation. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of a retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, manipulate the guiding catheter slowly and carefully in the vessel. If any resistance is felt or if torque cannot be transmitted properly to the catheter tip, kinking or distortion may occur. In such case, stop manipulating the guiding catheter and determine the cause by fluoroscopy. Manipulating the catheter without determining the cause may result in damage to the vessel, breakage or separation of the catheter; do not advance the guide wire hastily and/or insert it into the guiding catheter by force when the catheter is bent or twisted. Such manipulation may cause the catheter to rupture/break resulting in damage to the vessels; and "when advancing the tip of the guiding catheter into the coronary artery, do not advance it beyond the distal end of the dilatation catheter. Advancing the guiding catheter beyond the distal end of the dilatation catheter will increase the risk of damaging the coronary artery". All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).